Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed battery errors consistant with depletion through normal battery use after five years. The batteries used were not returned as part of this investigation. No critical errors were found in the logs. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.